Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and out of range impedance. Fluoroscopy revealed externalized conductors. There were no adverse consequences to the patient. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.